Event description:
I've used fixodent from roughly 1990 until this present date 2009. During this time I am experiencing numbness and tingling in arms and hands mostly. In 2007 I had a stroke. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1990 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.